Manufacturer narrative:
Product is not returned to manufacturer.

Event description:
The dentist reported that abutment screw fractured.

Manufacturer narrative:
The product associated with this complaint was not returned. The complaint could not be verified. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.

Event description:
Additional information: the clinician reported that they were able to remove the fractured screw fragment and complete the procedure.